Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with intermittent drill exposure motor issue. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that upon set up for a cori tka procedure, they had some trouble with calibrating the handpiece. The system kept giving multiple calibration verification errors. After about 4 or 5 tries of calibration, the system gave an error saying "system time out" and the "robotic drill has been deactivated press continue to reinitialize the robotic drill". They pressed quit and re-assembled the handpiece. Then, they performed a kpc drill diagnostic test after assembly with no anomalies and were able to immediately calibrate. There was a delay reported fewer than 30 minutes. No patient harm was reported.